Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 10, 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. The reported device was returned while the implant was not returned and the reported event was confirmed. Visual evaluation of the returned product identified signs of use and no apparent malfunction on the tool. The returned tool fit into the hex of a compatible in house implant and passed functional testing.the reported device is only used for driving the implant and is not a seating tool with retention capabilities. Based on the evaluation, the device malfunction did not occur for the reported device. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and three other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown.

Event description:
Doctor reported that the hxl3.0-s tool will not hold the implant. The implant falls right off once tool flipped upside down for placement. Doctor reports the implant was placed, no patient injury.